Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " heart rate changes not common to him when he walks, my heart rate jumps up to a normal rate, in the 80s, it usually maintains in that rate. Suddenly it just drops down." The patient was concerned about potential electromagnetic interference from radio antennas or power lines he walks near. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.